Manufacturer narrative:
(B)(4). Date of birth - (B)(6). Concomitant medical products: van ps open intl fem-lt 70, catalog# 183132, lot# 702110; sig tka gde/mdl set 04-05, catalog# 42-422561, lot# 170540; vanguard ps tib brg 71/75 x 10mm, catalog# 183640, lot# 227540. Event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510k number k945028. The device has not been returned to date for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately fourteen days post-implantation due to the locking bar not seating correctly. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.